Event description:
It was reported the patient experienced an unknown alarm. Log file review captured numerous power cable disconnect alarms while the patient was using battery power. The alarms appeared to be a result of rsoc invalid flags. Additional information was received that the power cable disconnect alarms resolved after cleaning the batteries and clips.

Manufacturer narrative:
Manufacturer's investigation conclusion the reported event of an unknown alarm was not confirmed as the alarm was not observed in the submitted log file. The submitted log file contained approximately 2 days of data (13jul2022 ¿ 15jul2022 per the timestamp). The log file did not capture any events prior to (B)(6) 2022 as the data was overwritten by newer data. The log file captured intermittent power cable disconnect alarms that were not associated with true power cable disconnects from the beginning of the log file (captured on (B)(6) 2022 at 14:26:01) to (B)(6) 2022 at 15:20:27. No other notable alarms were observed in the log file. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The system controller was not returned for analysis. The root cause of the reported event could not be conclusively determined through this analysis. Heartmate 3 instructions for use (rev. C) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (auditory and visual), and the actions to take if the issue does not resolve. Heartmate 3 instructions for use (rev. C) section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook (rev. D) section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the system controller power cables. Additionally, heartmate 3 patient handbook section 10 entitled ¿safety checklists¿, instructs users to regularly inspect their accessories ¿ including their controller power cables ¿ for damage, and to replace any equipment that appears damaged or worn. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications no further information was provided. The manufacturer is closing the file on this event.